Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while outside in the yard and bending over, the patient heard two audible beeps. Upon checking the system controller, the pump-running symbol turned off for approximately 3¿4 seconds. A review of the log files showed no evidence of pump stops. The pump log files were otherwise unremarkable. The log file did capture a weak connection between the batteries and clips on 03jun2026 at 11:43, which triggered a power cable disconnect alarm. It was recommended to verify that the pump-running symbols were currently displaying as expected.